Event description:
Pt is unable to sit or stand for periods beyond 5-10 minutes. Unable to walk further than approx 3-4 blocks without resting. Pain & pressure from below the waist to tail bone constantly. Mental problems (depression caused by pain). Sexual dysfunction. Need to have prescription pain medication but can't because rptr doesn't need to be addicted. Unable to do yardwork, housework or anything that required mobility because of pain. Rptr is currently being treated by a psychiatrist & anxiety drs because of mental stress this disability & pain has inflicted on him.